Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe during use. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported about needle/shied separation from the barrel."

Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: customer returned two images of a single syringe with 0.3ml graduation markings. The syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch# 0167556. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported about needle/shied separation from the barrel."